Event description:
It was reported that after a robotic hysterectomy procedure, the physician went to remove the trocar sleeve and noticed a crack in one of the stability threads. When the trocar sleeve was fully removed the bottom half of the sleeve separated from the low profile housing. The trocar went through minimal instrument exchanges during procedure. There were no adverse patient consequences and one stability sleeve will be returned.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). That analysis results found that only the sleeve of the device sleeve was returned and it was observed to be broken. As a result of the returned condition, functional testing was unable to be performed. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.